Event description:
General report received of an unspecified number of undocumented incidents of difficult to connect; subsequently, blood loss was noted. The male adapter plugs were to be connected to the female adapter of unspecified IV catheters. It was reported that the male adapter plugs were difficult to connect to the female adapter of the IV catheters and unspecified volumes of blood leaked from the IV catheters. The male adapter plugs were replaced and the therapies were initiated. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unk. The customer contact identified four possible lot numbers (plots). The possible lot numbers are 110535h, 950625h, 100925h, and 090615h. During the investigation, no possible causes for the customer reported difficult to connect was noted were able to be identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.